Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue, and due to degradation problem identified, problems that occurred when the device becomes worn, weakened, corroded, or broken down due to processes such as aging, permeation, and corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no image. This malfunction was found during maintenance. There were no reports of patient involvement.